Event description:
She performed a blood glucose test and received a result of 575 mg/dl. She retested and received a reading of 155 mg/dl. The customer did not allege any adverse events due to the readings. The customer did not have any strips left from the bottle that gave erratic results, so no product is available for evaluation.